Manufacturer narrative:
(B)(4) date sent: 11/21/2022 d4: batch # 512a73 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and with the anvil. The washer was cut, and no staples were present. The battery was returned with the device and during analysis, the battery could be inserted into the device with extra effort. The battery was visually inspected, and the right contact was severely bent. The device was tested for functionality with the test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. Due to the reported condition of the device not firing with the battery, the device¿s outer shrouds were disassembled, and the bulkhead contacts were inspected. However, no damage was found on the bulkhead contacts. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the damage to the battery contact the battery insertion/removal issue reported is confirmed. A manufacturing record evaluation was performed for the finished device batch number 512a73, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the device could not be fired with the battery at the rectum dst. The device was used between colon and rectum. Another battery was used to complete the case. There were no adverse consequences to the patient. No further information is available.